Manufacturer narrative:
This lead was to be removed from service. If new information becomes available, this report will be further evaluated and updated. Until such time, this investigation is considered closed.

Event description:
Boston scientific received information that this transvenous left ventricular (lv) lead became fractured. This lead had been implanted for greater than five years. There were no adverse patient symptoms associated with this clinical observation beyond the planned surgical intervention.